Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) in 2006, alleging low readings on her one touch basic enhanced meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. The patient obtained a blood glucose reading of 71 mg/dl and 101 mg/dl and had "high symptoms." Due to his symptoms he went to the ER around 3:00pm and had a blood glucose reading of 300 mg/dl on the ER's meter. In the ER the patient was treated with insulin. The meter was miscoded. When a meter is miscoded, it can lead to false blood glucose readings. A quality control test was not done, since the patient did not have a check strip or control solution. The technique of applying blood on the test strip was correct. Customer care advocate (cca) sent the patient a replacement meter and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and how long meter may have been miscoded. The complaint is being reported since the patient's symptoms did not correlate with the lfs meter reading. The patient was treated for hyperglycemia in the ER.